Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman break during a procedure. The patient was undergoing flow diversion treatment for an aneurysm in the right posterior communicating artery. The aneurysm measured 12mmx10mm. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that during the procedure, a flow diverter was advanced through a marksman catheter with increasing friction. It was noted that friction increased when the flow diverter reached the distal end of the marksman. It was reported that while pushing the device, "relief of tension" was experienced; it was discovered that the marksman had broken at the distal end. The system was removed from the patient; it was confirmed that no broken marksman pieces remain in the patient. The procedure was completed using new devices. It was noted that the angiographic result post-procedure was satisfactory. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Additional information, device evaluation the marksman catheter was returned for evaluation. As received, the flow diverter delivery system was stuck within the marksman. For further examination, the marksman was cut to remove the flow diverter delivery system. The catheter body was found to be flattened and accordioned at sections near the distal tip. The catheter body was observed to be separated. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The catheter was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the provided photos and analysis findings, the reports of resistance and catheter separation were confirmed. The broken ends of the marksman exhibited stretching and necking which indicates that separation occurred when the tensile strength of the tubing material was exceeded. It is possible that the patient's moderate vessel tortuosity may have contributed to the resistance during delivery. From the damage observed on the marksman body (accordioning/separating), it appears that excessive force was used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance the flow diverter delivery system through the marksman against high resistance, subsequently causing the catheter to separate. Per our instructions for use (IFU), the user should ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. No evidence was found to suggest that the pipeline flex delivery system and marksman catheter failed to meet specifications; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.